Event description:
It was reported, the patient had their current implantable neurostimulator (ins) implanted over a year prior to report and ¿no one could seem to get it adjusted right.¿ it was stated they had seen 3 different doctors and they were ¿going downhill very fast.¿ it was stated they did not get the same relief from their current implant as they had from the implants they have had in the past. It was noted since the ins was replaced they still had nervous tremors and they had to take a lot of medication. It was stated their past ins¿ were a ¿breeze¿ and they were able to read, write, and had to take very little medication. It was noted with their current ins they felt like they were dying one day at a time and getting to be a person who doesn¿t want to go out of the house. It was stated, they thought something was wrong with the device. It was stated things would get really fuzzy sometimes and there was a place on their scalp that didn¿t seem to heal.

Manufacturer narrative:
Product ID 3387-40, lot# j0444033v, implanted: 2004(B)(6); product type lead product ID 3387-40, lot# j0444033v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0444033v, implanted: (B)(6) 2004, product type: lead. Product ID 3387-40, lot# j0444033v, implanted: (B)(6) 2004, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the patient did have concerns with their device or therapy. Patient needed closer observation. The patient was still having concerns regarding their device or therapy but was working with their healthcare professional. Patient had appointments between (B)(6) 2014. Additional information received reported the symptoms the patient was complaining of were not device related. The patient's tremor was controlled beautifully by the device. The healthcare professional was unsure what the patient was referring to when they mentioned a spot on their scalp that would not heal. Patient had a lot of psychological issues that included anxiety and the healthcare professional would attribute the symptoms to those psychological issues. There was no device malfunction and no deep brain stimulator related problems.